Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent orif surgery for femoral trochanteric fracture with tfna helical blade, nail, end cap and locking screw. After surgery, it was confirmed that non-union occurred. On (B)(6) 2023, removal surgery and replacement by bha are planned. The patient complained of pain and did not have bone-union 2 years after surgery. The cause of the pain is that the helical blade is telescoping too much. The surgeon said it was a reduction problem, not the implants themselves. This report involves one (1) tfna fenestrated helical blade 90mm - sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b additional device product codes: hsb. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: april 27, 2021. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 26-mar-2020 expiration date: 01-mar-2030 part number: 04.038.390s, tfna fenestrated helical blade 90mm -sterile lot number: 47p5662 (sterile) lot quantity: (B)(4) note: helical blade was manufactured by elmira; lot number 44p9132. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.